Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-nov-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot l23091.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant sodium result on a 60 year old female with covid-19 and hypernatremia. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result sample I-stat (B)(6) 2023 18:34, 18:34, 135 mmol/l a. Roche (B)(6) 2023, 17:29, 18:16, 115 mmol/l, b siemens. (B)(6) 2023 19:01, 19:33, 116 mmol/l c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.